Manufacturer narrative:
The mcs tip cover accessory used during the da vinci-assisted surgical procedure was discarded by the site. Therefore, the root cause of the alleged customer reported issue cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because the tip cover accessory fell inside the patient. The tip cover was retrieved and no additional medical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the monopolar curved scissors (mcs) tip cover allegedly fell into the patient. The fragment piece was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) on 08/02/2019 and obtained the following additional information: the customer removed the instrument and noticed the tip cover came off. There was no electrolube used. Thus, there was no information regarding how or when the piece came off. The piece was retrieved laparoscopically with a grasper. The customer had already discarded the tip cover. The customer was unaware if the instrument has made contact with any other instrument or hard material during the procedure. In addition, no arcing was noted. The instrument was inspected prior to use. There was no patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications related to a foreign object. It was reported no video recording of the surgical procedure was available.